Event description:
Customer reported a past high blood glucose event with an unknown cause. The specific value was displayed as "high". The customer did not address the high reading manually, opting instead to wait for the control iq feature to correct it. No third-party assistance was required. Tandem technical support advised the customer to consult with a healthcare provider to discuss the factors affecting blood glucose levels, and the customer acknowledged this recommendation.